Event description:
A report was received that the patient is experiencing discomfort at the ipg site and the physician has determined the ipg has migrated inside the pocket. The physician has recommended a pocket revision procedure.